Manufacturer narrative:
(B)(4). This information does not reflect the product listed in the MDR; but refers to a secondary lens which was reported in a separate MDR. The information was entered in error. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that when inserting the intraocular lens (iol), model zcb00, fully into the eye, an issue with the capsule of patient¿s left eye arose. Incision was enlarged and lens was removed. No vitrectomy was performed. Additionally, a capsule tear was seen. Tear had caused the implanted lens to not set properly. A second lens was attempted, model za9003, but gave the same result. Surgery was completed with a third non-amo lens. No patient complications were reported. Patient outcome information was requested but was unavailable. No further information has been provided. The second attempted lens (za9003) will be submitted in a separate MDR.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Device evaluation: the returned sample was inspected at the manufacturing site under 10x microscope magnification. The lens was received with a partial cut across the optic body, most probably related to the explant or removal process. Visual inspection revealed surface residuals on both sides of sample, which is consistent with the lens being handled out of a sterile environment. Due to the returned condition of the sample, no further investigation was performed. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All test results showed a pass condition. A review of the manufacturing process and/or materials show there were no changes in manufacturing associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Describe event or problem: vitrectomy was performed following the second lens attempt ((B)(4)), and prior to third lens implantation (non-amo lens). (B)(4) all pertinent information available to the manufacturer has been submitted.